Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been hospitalized due to an increase in seizures. The patient's girlfriend reported that the patient had been titrated off of one of his medications, and they weren't sure if that was the cause of the increased seizures. The patient's treating physician did not know if the increased seizures was related to vns. He was unsure if he had performed diagnostics when the patient was seen after the hospitalization. No further relevant information has been received to date.

Event description:
The patient reported that the increase in seizures was below his pre-vns baseline frequency. The physician believed that the patient's medication levels were off, which caused the increased seizures. Diagnostic results were within normal limits. The physician increased the patient's medications in response to the increased seizures. The patient's settings were not changed to determine if the medication changes work for the patient's seizures. Therefore, the increased seizures were not related to vns.